Event description:
Reportedly, after 4 years of implantation, the physician could not interrogate the ICD involved in this MDR report. The device was replaced and returned for analysis.

Manufacturer narrative:
(B)(4) 2012 this event concerns a device that was manufactured and used outside the united states. Analysis is pending.